Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt ECG "a&b" and "c&d" cables were cut, damaging wires in the cables. The gel fire wires in the ECG "a&"b" cable were cut, causing the "add gel" messages. In addition, the pulse wire between ECG "a" and ECG "b" was cut. The root cause for cut cables was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving "add gel" messages.